Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va06xmu, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient was getting good, but not great control with their left implantable neurostimulator (ins). A right ins was going to be implanted on (B)(6) 2015. The manufacturing representative was trying to determine if the left ins needed to be replaced. The left ins was programmed to 1-, 3+ at 3.8v, 90 usec, and 90 hz with a therapy impedance of 1358 ohms for program one and c+, 1-, 2- at 1.7v, 90 usec, and 90 hz with a therapy impedance of 796 ohms for program two. The left ins was estimated to reach elective replacement indicator (eri) at 3.69 years and end of service (eos) at 3.94 years. A lead position may also be revised to attempt better therapy. The patient&#38112;indication for use is parkinson&#38112;dual and movement disorders.

Manufacturer narrative:
Concomitant product(s) : product ID: 3389s-40, lot# va0yqqb, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the manufacturer representative (rep) reported that a right lead was implanted on (B)(6) 2015. The surgeon did not revise the existing left lead. They did change out the battery and would wait a month to program the new lead.